Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed, based on the customer report. The root cause was use error - open clamp. The label review found the labeling adequate for the prevention of the use error in this report. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) informed the home patient (hp) of the error's meaning and also informed the hp of the preceding alarm and its meaning. The hp would call the peritoneal dialysis (pd) nurse in the morning for further instructions on completing therapy. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm. All bags were properly connected. There were open clamps on unused supply lines. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.